Event description:
1440 dietician noticed blood loss on floor under hemodialysis chair. No alarms from machine, venous connector stripped. Reconnected line securely after stopping blood pump. Pt was given oxygen at 2 liters per minute. Denied complaint of shortness of breath, dizziness, lightheaded. Dr present. Called hosp for direct admit after dialysis treatment, blood pressure 57/50. Pulse 100. Respirations even & unlabored. (Hemoglobin 9.5 hematocrit 28.5 per hosp labs prior to blood being given). Pt was transported to hosp per ambulance.